Manufacturer narrative:
The reporter provided a photograph for evaluation but the device was not shown (labeling only). No conclusion could be made based on the photograph provided.

Event description:
It was reported the device was being prepared and filled with drug. The reporter stated the drug "could not be released" from the cassette into the tubing. No patient involvement.